Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified iliac. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. Inflation was performed three times at 20 atmospheres for 1 minute; however, during the third inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.